Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A device report form (B)(6) indicated a hospital in (B)(6) reported: during a procedure, surgeon was using a guide wire on a pt with a scaphoid fracture cut the guide wire and could not remove it. Surgeon extended the incision and drilled the cortical down reaching the other side of the bone. Surgeon was then able to remove the guide wire.